Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer changed out their infusion sets and stated it was their fault it was messed up. Customer's husband gave patient a correction bolus. Customer declined an infusion set replacement and declined to troubleshoot high blood glucose levels.